Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced damaged power cable to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a spark occurred when plugging in the vision side cart (vsc) power cord. The customer noticed smoke as well. The vsc remained off. There were no visible signs of burning on the vsc power cord, but there was a strong burning smell. The procedure was moved to an xi system from an sp system. The ports were not in place when the issue occurred.